Manufacturer narrative:
Corrected: corrected to refelect that the surgery was aborted because the distal urethra was perforated during dilation. Patient code for perforation applied (2001). This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:52 pm CT. The report number is being corrected from: 2183959-2018-61607 to: 2183959-2018-60694.

Event description:
It was reported that the patient had his reservoir replaced due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new 100 ml reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that this was an original ipp surgery. The surgery was aborted because the distal urethra was perforated during dilation. None of the ipp components were implanted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his reservoir replaced due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new 100 ml reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had his reservoir replaced due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a new 100 ml reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that this was an original ipp surgery. The surgery was aborted because the distal urethra was compromised during dilation. None of the ipp components were implanted.